Event description:
A zilver stent was anchored in the hepatic artery and expanded down through the small intestine to keep the opening patent in (B)(6) of 2008. The patient is addicted to morphine, with an extremely poor dietary habits eating only ice cream and peanuts. Due to the highly fatty nature of the diet, the patient's intestines squeeze much harder than normal. This has caused the stent to fracture at the top and bottom. The top fracture section is no longer detectable in the body, and the physician does not know where it has traveled to. Physician recommended a psych consult along with a dietary change. As to date, the patient has done neither. Physician continues to monitor the stent by MRI every few months. Additional information was requested regarding the device used but was not provided by the reporter.

Manufacturer narrative:
Attempts to determine device utilized were unsuccessful. (B)(4) event evaluation: still under investigation.